Manufacturer narrative:
The lithium-ion battery was replaced to address the finding. The faulty battery was discarded. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation to the vent manufacturing facility, therefore the root cause at the component level could not be determined.

Event description:
The international customer sent the device to the international service center for routine periodic maintenance. The service technician during internal battery test identified that the battery voltage was 13.70 vdc. The specification is greater than 15.0 vdc. There was no patient involvement.